Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 4 days after the sensor was inserted into the arm. On 08/14/2024, the patient felt lethargic and couldn't speak. She ended up falling asleep and her husband was unable to wake her up. The patient's cgm value was around 75 mg/dl, but the patient could not recall the specific value. Emergency medical service (ems) was called. Once ems arrived, the patient's bg meter reading was 35 mg/dl, and she was treated with glucose gel. It was not specified when the patient became responsive. The patient was transferred to the emergency room (ER), admitted, and was discharged home after 5 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.